Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that there has never been an issue with the pump or catheter, and that the patient is just not getting the desired pain relief. The hcp also reported that the myelogram showed the catheter in normal position, and there is no issue with the pump hardware.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The patient¿s medical history included extensive reconstructive surgery on their spine a couple years ago. The indication for pump use was non-malignant pain. The patient reported they were having issues with the pump not working right. The patient stated that their pump doctor did a port study, and they would be having a myelogram next week. Per the patient they were having problems with the therapy. The patient stated that it was working, and they were being helped by the pump therapy until one day, it was like night and day. Per the patient, they went to get groceries that day and they were carrying them in, and they felt a twinge in their back, so they just went to get a case of soda and about 3 hours later they felt an instant change in pain right above the pump area. The patient stated, when they press on the pump it makes the pain worse. The patient stated it was like lightning hit them with the pain. The patient mentioned having 2 mris to try to check to see if the pump was working, and it took a long time to find the pump, and they were ready to give up and send them to the hospital. The agent asked if the patient had any falls or trauma and the patient said no. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the healthcare provider (hcp) indicated that a side port study was completed. They easily accessed 2ml. Omnipaque was injected, which showed good intrathecal spread. The cause of the event was not determined, but the hcp was not sure why the pump was working and suddenly stopped helping. Additional interventions that were taken or would be taken to resolve the issue included new magnetic resonance imaging (MRI) of the thoracic and lumbar spine. The patient's device was still infusion medication and the patient was following up once he had seen his neurosurgeon. On 2025-nov-07, additional information was received from the patient. During an unrelated call the patient mentioned a historical event and stated that their catheter was migrated to l2-l3. The patient also mentioned they called their healthcare professional (hcp) about their problems before and said nothing they can do and all they can do was to "take the pump out". The patient stated "it was working well" and then something went wrong (the patient did not clarify what they meant about this). The agent understood the patient has been having problems for a year now. The patient was redirected to their hcp to address the catheter migration. Additional information was provided. The patient stated they have more pain and were trying to get help since january because the catheter migrated. The patient stated they had an x-ray, myelogram and port study. The x-ray showed the catheter migrated. The patient was told they need to talk with his pain management hcp.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2024, product type catheter product ID: 8781 serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(6), ubd: 10-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.